Event description:
It was reported that the clips were blocked in the applier. No injury reported to the pt.

Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.